Event description:
(B)(4).

Manufacturer narrative:
The customer put a spare central station into service, and they have decided not to repair the unit as they will replace it with a new unit that they recently purchased.